Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were o reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.